Manufacturer narrative:
No frozen screen, button error alarm or audio/beep/vibrate anomaly noted. Unit time/clock moved. Unit had unresponsive buttons due to flattened (creased) escape, act and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a constant tone. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer stated that the insulin pump had a high pitched squeal and the buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Unable to perform self test due to buttons were unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.